Event description:
The manufacturer received information alleging device will not turn on/device not functioning, particles in airway from device; patient is using machine and starting to get black rings around her mouth; the filters are getting black; shortness of breathing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging device will not turn on/device not functioning, particles in airway from device; patient is using machine and starting to get black rings around her mouth; the filters are getting black; shortness of breathing. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was completed by the manufacturer. The manufacturer found dark contaminant consistent with an environmental contamination on the exterior of the top enclosure, near the sd card slot, the modem area, and the area where the filter was placed, a reddish-brown like contaminant around the middle of the rear panel iso port, dust and dark unknown contaminant on the rear pane. An internal visual inspection was completed by the manufacturer. The manufacturer found a dark, unknown contaminant on the top enclosure, on the blower box near the filter, front panel, rear panel, bottom enclosure, iso port of the rear panel, o-ring of the iso port, around the blower box outlet, and on the inside area of the blower box. The blower seal was found to have the same dark, unknown contaminant to it, an unknown white dust contaminant, as well as, unknown hair-like fibers attached to it. The manufacturer also found an unknown white dust contaminant on the blower and the blower box, evidence of liquid ingress to the blower and blower box. The device's downloaded event log was reviewed by the manufacturer and found error code e-200. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of a dark, unknown contaminant inside the air outlet port of the lid, and inside the dry box, white dust contaminant on the back panel, hair-like particles, dark, dust contaminate on the flip lid seal, hair-like particles on the bottom enclosure, dry box, and back panel. The bottom enclosure, dry box, dry box seal, back panel, and heater plate were found to have an unknown dust contaminant on them. The manufacturer concludes evidence of sound abatement foam degradation/breakdown. The manufacturer also confirmed evidence of various contaminants and evidence of liquid ingress in the device. Section d9, g3, h6 has been updated / corrected.